Manufacturer narrative:
Additional information: g3, h3, h6 correction: e4 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that there was a crack on the arterial luer adapter. The placement of the crack suggested it was created by overtightening the adapter. It was reported that the luer adapter was leaking. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur by overtightening the luer adapter can cause excess stress on it which can lead to cracks/breaks in the material. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the crack was found at the red end adapter. The catheter was not repaired. There was a leak and crack at the red (arterial) luer adapter. No instruments were used to loosen or tighten the device. Iodine was the cleaning agent used on the device. Tego was not utilized. The insertion site was treated prior to product placement. Nothing unusual was observed on the device prior to use. Besides the reported issue, there were no other defects/damages found on the product. There were no other products being utilized with the device. No excessive force was used on the device. The catheter was not replaced. Cleaning agent(s) were allowed to dry thoroughly prior to applying ointment(s) to the area. There was no remedial action taken to resolve the issue. The reported product was not replaced. The treatment was completed. Hand was the method used to tighten the adapters. No medical intervention/treatment was required as a result of the event. There was no blood loss, and a blood transfusion was not required. There was no r eported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the crack was found at the red end adapter. The catheter was not repaired. There was a leak and crack at the red (arterial) luer adapter. No instruments were used to loosen or tighten the device. Iodine was the cleaning agent used on the device. Tego was not utilized. The insertion site was treated prior to product placement. Nothing unusual was observed on the device prior to use. Besides the reported issue, there were no other defects/damages found on the product. There were no other products being utilized with the device. No excessive force was used on the device. The catheter was not replaced. The cleaning agent was allowed to dry thoroughly prior to applying ointment to the area. There was no remedial action taken to resolve the issue. The reported product was not replaced. The treatment was completed. Hand was the method used to tighten the adapters. No medical intervention/treatment was required as a result of the event. There was no blood loss, and a blood transfusion was not required. There was no reported patient injury.